Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed due to lead was unsuitable for the blood vessel diameter and migrated. Lv was removed and replaced with a different lead. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.